Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h9; h10. Visual examination of the returned products identified signs of repeated use nicked / gouged / wear and have both of the components disassembled / missing confirming instruments are disassembled. Reported events did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the devices history records identified no deviations or anomalies during manufacturing. These devices are confirmed to have been a part of a previous investigation. Field action zfa 2014-67 and z-1052-2015 were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# 42527900300; lot# 62189348 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was returned with a worn instrument claim form missing the bearings. No surgery or customer was identified as being involved in the event. Attempts have been made and no further information has been provided.